Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve (d049475), the valve was recaptured after the first deployment due to being positioned too high with some apparent under-expansion. On the second deployment attempt, there was an infold in the valve noted. A decision was made to recapture the valve a second time. Upon the second recapture, the delivery catheter system (dcs) handle broke. An attempt was made to reassemble the handle but it would not snap together. The valve loader was very experienced and the valve was confirmed visually, tactile and under fluoro. The valve was loaded once and no misload was identified. No infold was evident during the initial deployment of the valve. The infold on the second deployment was noted at 2/3 of the valve recapture when the handle separated. Subsequently, the valve was retrieved into the 20 french non-medtronic sheath andwithdrawn from the patient. A second valve (d049769) was loaded onto a new delivery catheter system (dcs) and implanted. No adverse patient effects were reported.